Event description:
It was reported that there was a high impedance issue with readings all above 4000 ohms. The patient had loss of stimulation/therapeutic effect. The old system was explanted and new system was implanted. It was later reported on (B)(6) 2013 that replacement was successful and the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Good stable output on programmed electrodes and all electrode combinations was noted. Analysis of the lead found that conductors in the lead body were broken near the tines. All conductor wires were broken 5.2 cm from the distal end.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v272082, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.